Manufacturer narrative:
Catalog # was changed to unknown as the exact catalog # could not be confirmed. Investigation summary: the event product was returned to applied medical for evaluation. Upon inspection, engineering confirmed the complainant's experience of a fractured cannula. The wall thickness of the cannula was measured and was found to be uneven. The likely root cause of the fracture is the uneven cannula wall thickness, which occurred during the injection molding process of the cannula. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of incident to occur.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Robotic prostatectomy - "doctor was conducting a robotic prostatectomy, and towards the completion of the procedure he noticed a piece of the trocar cannula had broken off. Once the trocar and broken piece were removed from the patient, it proved that the cannula had broken off towards the distal end of the trocar." Additional information provided by the sales representative over the phone on nov. 7, 2016: at the end of the case it was a clean break and all pieces were removed. The di vinci si robot was being used and the trocar was being used as a camera port. The applied medical clamp was being used in the procedure. Patient status - no patient injury.